Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged. Reportedly, pieces of plastic chipped off the usb port. In addition, the customer received multiple power source alerts and was unable to charge the pump. The customer's blood glucose level was 327 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.